Event description:
An intraocular lens was noted to be cracked after inserting it into the eye sac. Add'l viscoelastic was inserted and the lens was removed. During the removal of the cracked lens, the iris root started to bleed. Pt required longer surgical time and daily eye appt for assessing and monitoring vision.